Manufacturer narrative:
Plant investigation: the customer returned one dialyzer without the pre-packaging pouch from the reported lot number for evaluation. The fibers were returned wet with blood residue present throughout. During a gross visual examination, a delamination was identified on the non-cavity ID end of the dialyzer. The delamination extended from approximately 150° to 240°, with the dialysate ports situated at 0°. There was no other damage or irregularities noted on the sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. During the lot history review it was noted that there were three other complaints reported against the lot. All three complaints address internal blood leaks. Two of the complaints were both a confirmed delamination with samples, and one complaint did not have a sample returned. The nc/CAPA decision tree was completed and the trigger limit has not been exceeded for this lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 1 hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Blood was visually observed within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred 1 hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Blood was visually observed within the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.